Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology in the scrotum, as the pump eroded through the skin. A surgical procedure was carried out, the entire ipp was removed and replaced with a tactra malleable penile prosthesis. The affected zone was irrigated and antibiotics were prescribed. No additional patient complications were reported and the patient is expected to fully recover.

Manufacturer narrative:
Concomitant product/therapy (2). Date unknown.

Manufacturer narrative:
Concomitant product/therapy (2) c2/d10: date unknown. Investigation summary: there was no report of a device performance allegation during treatment, and none was confirmed during product analysis. The reported patient symptoms are known risks associated with ipp procedures and are noted as such in the ipp instructions for use. Device history record (DHR) review: the DHR confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually and microscopically inspected, leak and functionally tested. One cylinder has a leak in the cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery, as there were clamp or hemostat marks in the outer tube; due to this damage, the cylinders was not pressure tested. The other cylinders passed all tests performed. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested; all tests were passed. Product analysis was unable to confirm the reported event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). The IFU lists infection and erosion as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology in the scrotum, as the pump eroded through the skin. A surgical procedure was carried out, the entire ipp was removed and replaced with a tactra malleable penile prosthesis. The affected zone was irrigated and antibiotics were prescribed. No additional patient complications were reported and the patient is expected to fully recover.